Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation, and perforation into organ. The patient reported becoming aware of the events approximately six years and seven months post implant. The patient also reported anxiety related to the filter. According to the medical record the filter was placed preoperatively, prophylactically in a high-risk patient for pulmonary embolism. The filter was placed via the right internal jugular vein and deployed infrarenally, with no reported complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation, and perforation into organ that causes injury and damage to the patient. The filter was placed as preop prophylaxis under fluoroscopic guidance, using a right internal jugular (rij) vein approach. No other details were provided. Per the implant records, the filter was indicated preoperative prophylactically due to high risk of pulmonary embolus. Utilizing sterile technique, ultrasound showed a patent and compressible right internal jugular vein, which was punctured under direct real time ultrasound guidance. A filter sheath was advanced into the vena cava and an inferior venacavogram was performed, revealing no variant anatomy or thrombus in the inferior vena cava (ivc) and identifying the location of the renal veins. The trapease filter was deployed infrarenally. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs, fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately six years and seven months after the filter implantation.